Manufacturer narrative:
Reason for reoperation: capsular contracture baker grade unknown. Clarification to d6a: implant date was reported as 2012. The event of "capsular contracture baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported "encapsulated capsular contracture, and one breast is much larger than the other". This record is for the right side. The device remains implanted and it is unknown if the device will be returned.